Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up was not attempted due to the lack of lead information. If any information becomes available, it will be added to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) with unknown serial number: the distal portion of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation, there was blood in/on the helix/lobe mechanism and there was tissue on the helix. The lead length is unknown. Breached depression is located at 30.2 cm from the distal tip.